Manufacturer narrative:
H10: the customer reported that the data acquisition (da) board, and solenoid valves were replaced to resolve the issue. The device was returned to the hospital. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a 1109 ((cbit) check vent: machine pressure sensor auto zero failed) error code. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's device displayed a 1109 error code. The rse noted that the proximal pressure sensor is used to measure machine pressure (solenoid 3 de-energized; solenoid 4 energized); and the proximal pressure was not measured. It was then noted that pressure-related alarms were compromised. The rse advised the customer to perform the following instructions on the device, verify pin alignment between solenoids and the data acquisition (da) printed circuit board assembly (pcba); replace the machine auto-zero solenoid (sol 2 and sol 4); replace the da pcba. The customer then stated that no flow sensor work or da board work had been performed on the device. The customer was provided with the following parts -solenoid valve, data acquisition pcba. The investigation is ongoing.